Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The device was charged and failed to boot. Functional testing was performed and there was no failure detected related to the complaint. The data log was reviewed and firmware errors were observed. The device was opened for an internal inspection and failed as a defective battery with cold solder pins on the controller chip was found. The reported event of initializing screen without manual restart was confirmed during log review. The root cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available.no product or data were provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.